Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's implantable cardioverter defibrillator has a loss of right ventricular capture. Additional information was requested, but not provided.